Event description:
During an endoscopic procedure to treat a bleeding ulcer in the gi tract, the physician used a cook hemospray endoscopic hemostat. It was reported that the physician followed the set up instructions but the device did not fire [unable to spray - subject of report]. The procedure was completed using clips. An unintended section of the device did not remain inside the patient¿s body. The patient required clips to complete the procedure due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Common device name: hemostatic device for endoscopic gastrointestinal use product code: qau section g: 510k: k200972. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Continued: section d: common device name: hemostatic device for endoscopic gastrointestinal .use product code: qau. Section g: 510k: k200972. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy (egd) to treat a bleeding ulcer in the gi tract, the physician used a cook hemospray endoscopic hemostat. It was reported that the physician followed the set up instructions but the device did not fire [unable to spray - subject of report]. The procedure was completed using clips. Medwatch report (B)(4) from user facility received 04/06/2022 which stated: "narrative from staff: hemospray would not work during and egd (esophagogastroduodenoscopy) for a gi bleed ono an ICU patient. Button pressed to disperse the product, but nothing happened. A second one needed to be opened. An unintended section of the device did not remain inside the patient¿s body. It was originally reported that clips were used, however, the medwatch states that hemospray was used to complete the procedure. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.